Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. As received, a partial lead (only distal portion) was returned in one piece. During analysis, a failure event was observed which was unrelated to the reported event. Final analysis found that the insulation was abraded at 23.8 cm ¿ 24.4 cm, and 25.2 cm ¿ 25.8 cm from the distal tip. The abrasion was consistent with friction to the device can.

Event description:
This report is to advise of an event observed during analysis